Manufacturer narrative:
Insulin pump received unable to perform the displacement test due to cracked bleeding lcd noted. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and missing display window cover. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.